Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had a cracked touchscreen due to the customer being pushed into a wall while wearing the pump. In addition, the pump received multiple occlusion alarms. The customer loaded a new cartridge and infusion set, resumed insulin successfully. The customer's blood glucose (bg) level was 245 mg/dl, and a manual injection was administered to address the bg level. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the cracked touchscreen was verified. The alleged occlusion could not be verified due to usb port pin damage.